Event description:
The catheter was being advanced contralaterally when the tip separated. The separated segment went down to the profunda where it was snared and withdrawn to the sheath. However, the physician was unable to remove the segment as it separated again. An arteriogram cutdown was performed to retrieve the tip.